Event description:
It was reported that patient had primary thr in (B)(6) 2018 and patient had a dislocation.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and no clinically relevant supporting documentation was provided; therefore a thorough medical investigation could not be performed. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.